Manufacturer narrative:
This report is for an unknown synthes universal spinal system/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: tötterman, a. Et al (2007), pelvic trauma with displaced sacral fractures functional outcome at one year, spine, vol. 32 (13), pages 1437¿1443 (norway). The aim of this prospective single-cohort study is to assess the medium-term functional outcome after surgically treated unstable sacral fractures. Between july 1996 and march 2001, a total of 31 patients (23 male and 8 female) with displaced sacral fractures having 10 mm or more displacement 1 year (mean, 1.4 years; range, 1.0 ¿2.5 years) after injury constituted the study. All patients were treated with internal fixation of the posterior pelvic ring using the synthes universal spinal system. The mean patient age at follow-up was 35 (19¿63) years: male 32 (19¿63) years and female 44 (24¿59) years. The following complications were reported as follows: 87% (n=27) of the patients had signs of sensory nerve dysfunction as measured on pin-prick. 45% (n=14) of the patients motor nerve dysfunction of the lower extremities. 52% (n=16) of the patients reported voiding dysfunction. 36% (n=11) of the patients reported bowel dysfunction. 39% (n=12) of the patients reported altered sexual function. 65% (n=20) of the patients had impaired gait. Patients who sustained several additional injuries at time of injury had more impairments at follow-up compared with patients with only few or no additional injuries (p=0.047). This report is for an unknown synthes universal spinal system. This is report 1 of 1 for (B)(4).